Event description:
The customer reported that the temperature light on the c-arm was flashing and the unit was down. No pt injury was reported.

Manufacturer narrative:
(B) (4). The service call was cancelled. The system was fixed by the customer.